Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. G4/premarket identification: PMA/510(k) number: (k931994/k931995); added here due to character limitation in respective field.

Event description:
It was reported, the resection sheath exhibited a damaged ceramic tip. The issue occurred during preparation for use for an unspecified procedure. The patient was not under any anesthesia. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the probable cause of damage was thermally and mechanically induced based on the damage pattern. Olympus will continue to monitor field performance for this device.